Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of bullet dart detachment.

Event description:
It was reported that a capio slim device was used during a vault suspension procedure on (B)(6) 2026. During the procedure, a non-boston scientific suture did not penetrate the intended ligament on the patient's right side. The surgeon replaced the suture and attempted to rethrow it. At that time, the surgeon observed that the dart was no longer attached to the end of the suture. The device cage was opened by bending the metal housing, at which point the detached dart was located within the device with a very small portion of suture remaining attached (less than 1 cm). The procedure was completed using another capio slim with a different suture. No patient complications were reported.